Manufacturer narrative:
A review of the implant's device history record indicates that it was manufactured to specification. Data received from the surgeon indicates that the event was not related to the device. Upon revision, the issue was reported to be resolved.

Event description:
It was reported from the zimmer (B)(4) that a patient's knee was revised due to medial/lateral instability. Data received from the surgeon indicates that the event was not related to the device. Upon revision, the issue was reported to be resolved.